Event description:
Event description boston scientific received information that a lead revision procedure was performed for this ventricular lead due to lead failure. The lead was dislodged in the ventricular outflow tract.